Event description:
An issue was reported regarding an incorrect time displayed on the customer's device, which was more than five minutes off from the actual time. The customer's blood glucose levels remained within the normal range, with no adverse impact reported. Technical support assisted the customer in updating the pump time and advised them to monitor the device, acknowledging their understanding and agreement to follow up if the issue recurred.